Event description:
It was reported that during an "ercp" the device would not bow inside the structure. When repositioned it did bow and perforated the pt's duodenum. The pt was taken to surgery for repair. The physician did not feel it was the sphincterotome. The device is being evaluated.